Manufacturer narrative:
Investigation of the complaint kit lot did not identify a product problem. Review of the run data did not find any optical or motion disturbances in the pcr curves for the alleged runs. The CT value of the sars-cov-2 detected result (CT 33.8) indicates the sample is a low titer sample. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the (B)(6) alleged discrepant results generated for one patient when using the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system compared to the retest result. The sample initially generated a sars-cov-2 not detected, flu a not detected, flu b not detected result on the cobas liat system (sn#(B)(4)). The customer indicated since the patient had a strong positive sars-cov-2 result 2 days earlier, the customer retested the same sample on a different cobas liat system, which gave a positive result (no data). Review of the instrument data of cobas liat system (sn#(B)(4)) found a second test of the same sample ID with a sars-cov-2 detected (CT 33.8), flu a not detected, flu b not detected. The initial sar-cov-2 result was not reported out. No harm was alleged.